Event description:
Procedure was transvenous closure of a patent ductus arteriosis. The appropriately extruded coil did not set in the patent ductus arteriosis and was pulled into the main pulmonary artery. The bioptome was used to pull the coil back into the long #4 sheath. The last loop of the coil hung up on the tip of the sheath. A pull of the bioptome disengaged the bioptome from the coil. The sheath was slowly pulled back, but the coil was entrapped in the right ventricular outflow tract with the proximal portion within the IV apparatus. The coil could not be transvenously removed. The coil was surgically removed the next day with the patent ductus arteriosis closure.